Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Product evaluation summary: the device evaluation confirmed that the sheath was broken ~ 11.5 cm from the leading end. The root cause of the broken sheath could not be determined with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent a venous thrombectomy procedure in the popliteal vein with an inari device utilizing a gore® dryseal flex introducer sheath as an accessory. Reportedly, during the procedure the physician felt resistance with the device in the sheath, when they looked under fluoroscopy, it looked like the 16fr dry seal sheath was separating. Physician was able to remove the inari device and put a balloon down over an .035 wire through the sheath in the separated part, blew the balloon up and held the two pieces together, after which, the physician was able to remove the sheath from the patient with no portion of the sheath left inside the body. Once removed, they used a new sheath and successfully completed the procedure with no harm to the patient.